Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone15.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the night before the low blood glucose (bg) occurred they had been running high and were administering correction doses. The patient stated they probably over-bolused and then dropped low. The patient thought they were running 80 mg/dl but later found out their dexcom sensor reading was inaccurate and they were down around 30 mg/dl. The patient was trying to treat the low bg with candy and then lost consciousness. The patient¿s spouse gave them glucagon and called 911. The emergency medical technician (emt) administered a glucose shot. There was no treatment while in the emergency room (ER), only monitoring. The patient does not recall the date of the event. The patient reported they were in the ER for a couple of hours.